Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2018-00056. It was reported the patient's ((B)(4)) leads were explanted (reference MFR report: 3008829311-2018-00048 and MFR report: 3008829311-2018-00049). The physician attempted to implant 2 replacement leads but was unable to do so due to scar tissue. No further interventions are planned at this time.